Event description:
While using a byte day aligner, a patient experienced bone loss on lower anterior teeth caused by mobility. The doctor advised the patient to immediately stop aligner treatment.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.